Manufacturer narrative:
The patient was undergoing a breast augmentation. The surgeon intended to use an insulated tip, but did not identify that the tip being used was not insulated. The difference between an insulated tip and a non-insulated tip is visually apparent. Due to the fact this was not identified at the time of use, the patient suffered a burn during the procedure. The burned area was excised and the procedure was completed without further issue. The burn was not the result of a manufacturing defect with the cautery tip. However, due to the reported injury, this medwatch is being filed.

Event description:
A patient was burned when the surgeon used a non-insulated tip instead of one that was insulated.